Manufacturer narrative:
This event was previously reported under manufacturing report number: 0009610576-2017-00034 (B)(4). Concomitant medical products: vanguard ilok femoral component, catalog#: 183033 lot#: j3918070, vanguard anterior stabilized bearing, catalog#: 189122 lot#: 375710, rotating hinge knee stem, catalog#: 159405 lot#: 2131712, offset tibial tray adapter, catalog#: 141491 lot#: 631420, agc tibial locking screw, catalog#: 153103 lot#: 413450. Report source: (B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address pain and swelling. Intraoperatively, the locking bar was found to have backed out of the implant. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual and scanning electron microscopy (sem) examination of the retrieved locking bar showed features that were possibly consistent with the locking bar not being fully inserted during implantation surgery. However, in the absence of post-implantation surgery radiographs, it cannot be determined with certainty whether the reported locking bar dissociation occurred due to improper insertion. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.